Manufacturer narrative:
The incident information was reviewed; however, the product was not returned for analysis. A review of the electronic lot history record, corrective action tracking database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation determined a conclusive cause for the reported difficult to remove and peeled / delaminated cannot be determined. Additionally, a conclusive cause for the reported patient effects and treatment, cannot be determined. The reported patient effects of myocardial infarction and embolism are listed in the hi-torque guide wires instructions for use as a known patient effects of coronary procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event estimated. The UDI number is not known as the catalogue number was not provided.

Event description:
It was reported through a research article, identifying the ht whisper guide wire and ht balance middleweight (bmw) guide wire. The study contained a total of 293 patients undergoing coronary bifurcation lesions with jailed polymer jacketed guide wires (pgw) that was investigating the relationship between with procedural myocardial infraction (pmi) after the procedures were completed. Twenty three patients were noted to develop pmi. The most common pgw to become stuck was the ht whisper guide wire that lead to difficulty in removing and polymer shearing. The polymer shearing is believed to lead to embolization. The study concluded that jailed pgw may be associated with the higher risk of pmi. Multiple non pgw guide wires were mentioned for structural damage including bmw along with other non-abbott guide wires; however, it was not specify that the bmw had damaged. Specific patient information is documented as unknown. Additional information can be found in the attached article "jailing polymer jacketed guide-wires during bifurcation coronary interventions is associated with procedural myocardial infarction". No additional information was provided.